Event description:
It was reported that the patient obtained blood glucose readings ranging from 24 mg/dl to 400 mg/dl for three days. During this time period the patient experienced the symptoms of disorientation and frequent urination. On the third day, the patient discovered she had filled the pump insulin cartridge with the incorrect insulin, using lantus insulin instead of apidra insulin. Troubleshooting revealed the pump was functioning appropriately and delivered insulin as programmed; all settings were correct, the date/time were correct, and all basal/bolus total doses correctly matched those programmed. The patient's technique was incorrect as she used the incorrect insulin in the pump. However, as the patient suffered symptoms and blood glucose levels suggesting severe hypoglycemia and hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.